Event description:
The customer reported this right ventricular lead exhibited high thresholds and non-capture. In a revision procedure the lead was surgically abandoned (capped) and successfully replaced with a new lead. No adverse pt effects were reported. The lead was actively implanted for approx 9 yrs.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. No adverse pt effects were reported. The MFR was not successful in obtaining the threshold measurements. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.